Manufacturer narrative:
The technician replaced the siderail end tube to repair the stretcher.

Event description:
Information received indicates the right siderail end tube is broken, preventing the siderail from latching.